Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). At the time of this report, the patient has not yet recovered from the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis (hd) therapy. At the time of this report, hd therapy was ongoing. No additional information is available.